Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19's using multiple cartridges during basal delivery. The customer's blood glucose (bg) level ranged from not being impacted to 350 mg/dl. After changing the cartridge, a correction bolus was delivered to address the high bg level. The customer was to continue to use the pump to manage diabetes.